Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted due to a electrical storm causing multiple shocks. The device was was interrogated and found to be in backup mode. The device was explanted and replaced. The patient was in very good condition.